Event description:
The manufacturer received information alleging an issue related to the bipap device's sound abatement foam. The patient alleged respiratory irritation, throat irritation, phlem, congestion, severe cough and fatigue. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the bipap device's sound abatement foam. The patient alleged respiratory irritation, throat irritation, phlegm, congestion, severe cough and fatigue. The patient alleges metastatic liver cancer. Adverse event had information missing on the initial report. Relevant history was incorrectly reported in the previous report, the information should have been included in the event section . Type of reportable event was incorrectly reported in the previous report, which is correctly reported in this follow up report. (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged respiratory irritation,throat irritation,phelgm,congestion,severe cough and fatigue.the medical intervention that the patient received in response to the event is currently unknown. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 06/12/2023 for further evaluation. The device was evaluated on 08/11/2023 . There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's service center for further evaluation. The manufacturer evaluated the device externally /internally and observed slight unknown dust/dirt contamination on surfaces of base unit and unknown dark in color contaminate on rear panel air outlet,fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination and the presence of contamination throughout the airpath suggests a source external to the device. The manufacturer observed unknown white dust contaminate on blower box housing,motor casing,blower impeller ,blower outlet and o-ring.evidence of an unknown liquid ingress is present as there are mineral deposits observed in the bottom enclosure,blower box housing and motr housing ,unknown debris present in blower box housing. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was 4 errors (e053 occured twice,e191,e200, (err_usb_host_no_device) found. The manufacturer concludes that they could not confirm the customer's allegation and there is no evidence of sound abatement foam degradation/breakdown observed in the base unit and they confirmed the presence of contamiantion in the airpath.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience respiratory irritation, throat irritation, phlem, congestion, severe cough, fatigue and metastatic liver cancer. There was no medical intervention required by the patient. The reported events of respiratory irritation, throat irritation, phlem, congestion, severe cough, fatigue and metastatic liver cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the device at the distributer and at this time no further investigation can be performed. If any additional information is received, a follow-up report will be filled. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect-impact code, type of investigation, investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on nov 11, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience respiratory irritation, throat irritation, phlem, congestion, severe cough, fatigue and metastatic liver cancer. There was no medical intervention required by the patient. The reported events of respiratory irritation, throat irritation, phlem, congestion, severe cough, fatigue and metastatic liver cancer and its reported severity was reviewed by the manufacturer's clinical expert.. The patient did not report to receive medical intervention. Section b1 was corrected for both adverse event and product problem. ( product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction. To serious injury.